Event description:
It was reported "needle is dull, difficult to puncture vein." Additional information received: it was reported "facility uses powerglide pro not the rt reinforced tip. The catheter is possibly fish mouthing when they advance, giving the impression that the needle is dull."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx1586 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult powerglide insertion was confirmed; however, the root cause not identified. The product returned for evaluation was two 18ga x 10cm powerglide pro midline catheters. The first sample (sample 1) comprised just the catheter. The housing assembly was not returned. Light usage residues were observed on the sample and the catheter shaft exhibited curved shape memory. The catheter tip appeared to exhibit deformation. Microscopic inspection of sample 1 confirmed deformation of the catheter tip. A non-complainant needle was inserted through the catheter. The tip of the catheter flared away from the needle shaft. The second sample (sample 2) was received in its original sealed packaging. Sample 2 appeared unremarkable to gross inspection. Microscopic inspection of sample 2 was unremarkable. The catheter tip appeared properly formed and did not deviate from the needle shaft. The used sample exhibited tip deformation that would likely cause resistance during attempted device insertion; however it could not be determined precisely when/how catheter tip damage occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted insertion against resistance, such as into tissue and improper tip formation during device manufacture. The unused sample appeared unaffected.

Event description:
It was reported "needle is dull, difficult to puncture vein." Additional information received: it was reported "facility uses powerglide pro not the rt reinforced tip. The catheter is possibly fish mouthing when they advance, giving the impression that the needle is dull."